Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated for high blood glucose with bolus. Customer reported they have contacted their health care provider regarding unexplained high blood glucose. The customer stated that the blood glucose went up to 408 mg/dl yesterday. The customer was explained the high blood glucose rule. During the troubleshooting, customer was advised to remove the infusion set form the body and checked. The customer found out that the cannula was bent. The customer declined to continue pump troubleshooting and will call back if needed.